Event description:
It was reported via repair work order that the both siderail functions were not operational due to pinched network cable . No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.